Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code : user error (surgeon performed wrong calculations) (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -10.0/+5.0/036 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged due to refractive surprise. Reportedly, the surgeon performed the "wrong calculation." The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). Claim # (B)(4).